Manufacturer narrative:
This incident was investigated. The investigation determined that the most likely root cause of this event was sample related due to the recent type o blood transfusion. Patient was transfused compatible blood, and operator reported the correct blood type. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Account reports that a known ab pos tested o pos on the provue. Patient presented in the ER. Account had to emergency release blood so they tested the original sample by manual gel - lot 121517037-58 and got the expected result of ab pos. Sample was not tested on provue because provue was in use. Patient received two units emergency release of o positive blood with no problem. A second sample was then drawn and sent to the blood bank. Second sample was then placed on the provue. It was tested with the same lot of cards and typed as o pos. Account then tested the second sample manually using the same lot of cards and it tested as expected ab pos. Problem description: issue started on: patient initially tested (B)(6) 2018. Reported (B)(6) 2018. Frequency: one patient only. Actions taken by customer: (before calling) account correctly identified the true blood type as ab pos.